Event description:
Pt was hospitalized for diabetic ketoacidosis. At first it was thought to be the effects of the flu, but while re-establishing pump therapy the pt's mother noticed that the piston rod had not been inserted in the cartridge. Without the piston rod, the pump cannot advance the plunger in the cartridge to displace insulin into the pt. Therefore, the pt had not received insulin since the initiation of this cartridge.